Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg site has been infected. Symptoms were skin redness and slow healing. The infection was not believed to be device related but it was procedure related. The patient was prescribed antibiotics. The patient underwent a pocket revision procedure. The patient was doing well post-operatively.